Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated the no delivery alarm was past event and cannot remember what his blood glucose was. Latest blood glucose was 139 mg/dl. Customer does not want to return the set and reservoir for analysis. Customer stated he was able to clear the alarm and continued using the insulin pump. Customer will monitor the insulin pump and will report back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).